Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to a micra procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 23f sheath and the micra procedure was completed. Reportedly post procedure, the suture knots of both devices were successfully advanced and tied off; however, hemostasis was still not achieved. Figure eight suture technique was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to a micra procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 23f sheath and the micra procedure was completed. Reportedly post procedure, the suture knots of both devices were successfully advanced and tied off; however, hemostasis was still not achieved. Figure eight suture technique was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.